Manufacturer narrative:
The reported failure of the active exhalation purge valve open and active exhalation proportional valve open is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy 200 ventilator was returned to a third-party service center for remediation. The device was not in use by a patient at the time of the occurrence. During the service of the device at the third-party service center, the device failed the active exhalation purge valve closed and active exhalation proportional valve open test step during testing. In conclusion, the device's trilogy active exhalation control module was replaced, and tube reassembly was required to address the issue. The device passed all testing. Additionally, during the service of the device, multiple components were replaced due to cosmetic, physical damage and missing parts unrelated to the reportable malfunction/issue. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.